Event description:
The patient's oxygen satuation was taken on room air via a vital signs monitor with a reading of 77%. When checked by arterial blood gas (abg), the oxygen satuation was 145% with the patient on 2 liters per minute via nasal cannula. Oxygen was removed and another abg reading was at 98%. Nursing states that the unit was slow to show result. The unit checked by biomed and the spo2 cable was found to be broken and worked intermittently. When the unit does not sense a pulse it will continue to search, but when the pulse was sensed the reading was accurate. The spo2 cable was replaced and the unit then tested within normal limits.